Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was implanted successfully. However, the following day when the local field representative arrived to perform the post-operative device check, cardiopulmonary resuscitation (CPR) was being performed on the patient. About two hours later the representative was contacted again to check the device, but upon arrival the patient had already passed away. The pacemaker was interrogated and found to be operating as expected, with no episodes stored. Additional information was received that the likely cause of death was due to bleeding in the pericardium. The cause for the bleeding was unknown but was not suspected to be related to the implanted leads. The system was not explanted post-mortem.